Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer also stated the no delivery alarm occurred during a fixed prime. The customer's blood glucose was 18 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.